Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device ran by itself without pushing the trigger and the control unit was defective. It was further determined that the control unit was not functioning and was defective. It was further determined that the device failed pretest for functional test, check trigger and electronic control unit (ecu), function test, forward and reverse and check power at the motor with the test bench. It was noted in the service order that the device had an undetermined malfunction while in use with the battery reciprocator device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.